Manufacturer narrative:
(B)(4).

Event description:
It was reported that an 840 ventilator had a blank display. Although requested, it was not reported if patient was connected to the ventilator at the time of the event nor intervention taken on behalf of the patient and patient outcome.